Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.

Event description:
The customer reported that during an abdominal supracervical hysterectomy, the jaws of the device could not be reopened while applied to tissue. To remove the device, the surgeon resected the tissue directly adjacent to the device jaws. There was no patient injury, and another device was opened and used to complete the procedure.